Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in set) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2013 at 14:21:22. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: as the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.